Manufacturer narrative:
Please refer also the report of the associated crt-d device; MDR reference: 1000165971-2015-00479.

Event description:
Noise oversensing was observed in right ventricular channel causing inhibition of pacing (patient's rhythm when exists is very low). The ventricular sensibility was decreased to avoid pauses.

Event description:
Several episodes of noise with inhibition of pacing (patient's rhythm when exists is very low). History of maintained episodes in past fups, v sensibility was decreased to 0,6mv to avoid pauses since many "fwaves" are bellow 0,6mv.